Event description:
A malfunction was reported by the customer while updating the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in resetting it.